Event description:
During evaluation at the manufacturer facility a piece of the clamp was broken off. No patient involvement or procedural delays were associated with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During evaluation at the manufacturer facility a piece of the clamp was broken off. No patient involvement or procedural delays were associated with this event.